Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting a supra ventricular tachycardia (svt) arrythmia as a ventricular tachycardia (vt) episode. The device was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead had t-wave oversensing (twos) on recorded vt episodes post shock. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.